Event description:
Information received indicates the right head siderail is not latching.

Manufacturer narrative:
The technician found the latch spring was not connected to the latch, preventing the siderail from latching. The technician reconnected the spring to repair the bed.